Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, injury and high concentrations of various metallic elements in her blood. There is no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address pain. Soft tissue reaction was noted.